Event description:
Consumer said the part that touches the wheel broke. In speaking with the reporter he stated that dealer has not seen it yet and does not know if its the left or right side. No injury.